Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the operating room for upper out of range pacing lead impedance measurements. The lead was explanted and replaced successfully. The patient condition is well and will be monitored with routine follow-up.

Manufacturer narrative:
A partial lead with the lead tip measuring 55.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.